Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced. Therapy restored post-op.

Event description:
Related manufacturer reference number1627487-2019-07654.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective stimulation in the pain area covered by lead at t7. Reprogramming did not resolve the issue. As a result, surgical intervention is pending to address the issue.